Event description:
It was reported that pump displayed a non-resettable malfunction alarm after customer went through security scanners and worked outside. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump and use multiple daily injections (mdi) for insulin therapy until the replacement arrives.